Event description:
The pt has a history of parkinson's disease (pd) since 1994. In 2001 placement of pulse generator system into the left subthalamic nucleus was performed that resulted in near complete pd symptoms resolution. Stimulator was turned off in the immediate post-operative period as usually. At 23:30 pt developed a gran mal seizure. On examination, at 00:15 on the next day the pt was drowsy but arousable and oriented. Pt was put on dilantin and discharged the following day in good condition. Currently, the pt is off dilantin for 1,5 months and seizure-free. No relation of this single episode of seizure to the device has been established.